Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient had a herniorrhaphy due to an inguinal hernia, on an unk date in (B)(6) 2014. It is unk if this procedure was outpatient or inpatient. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient continues to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issues, and the patient's signs and symptoms of inguinal hernia have resolved.